Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the stapler did not fire. The surgeon was unable to press the green button and could not squeeze the handle. There was no patient involvement.